Manufacturer narrative:
Additional information: device information, implant date, and patient information added. An event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and additional serial dated x-rays. Are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient who had been implanted with an accolade 1 has been revised. The customer further reported that the patient was revised following failure of the accolade stem and the trunnion/head interface and metalosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient who had been implanted with an accolade 1 has been revised.